Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads; upn: m365sc2317500; model: sc 2317 50; serial: (B)(4); batch: 19796220.

Event description:
It was reported that the patient experienced inadequate stimulation due to scs stopped working and was not stimulating. It was found out that the leads had 27 contacts out and only five contacts were working. The patient was reprogrammed and had cover the pain areas. The physician replaced the leads and the patient was doing well postoperatively. The leads were not returned.